Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited a charge timeout alert during initial implant procedure on (B)(6) 2018. It was noted that the alert had triggered on (B)(6) 2018 and that the device had been improperly stored in cold temperature. During the implant procedure, the device defibrillation threshold test was performed and found to be normal. The device was implanted successfully.